Manufacturer narrative:
Internal file number - (B)(4).

Manufacturer narrative:
(B)(4). The device was received and investigated. The reported sleeve steering issue and gripper line break were not confirmed. A review of the lot history record revealed no manufacturing nonconformities associated with the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The returned device analysis confirmed that the steerable sleeve functioned as intended. Additionally, the gripper line on the returned device was intact, not broken. All available information was investigated and a definitive cause for the reported sleeve steering issue and gripper line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the irregular movement while steering. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve; however, when the m knob was turned, the cds would steer in the wrong direction. The cds was removed and it was observed that the gripper line was broken at the clip. Three clips were successfully implanted, reducing the mr to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.